Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was implanted with another device. This report is filed (B)(6), 2011.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was implanted with another device. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported non-auditory stimulation when using the internal device, resulting in the device non-use. Reprogramming attempts were made, however, the issue could not be resolved. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2011. It is suspected that the device may have been exposed to esd.